Event description:
Ge innova c-arm locked up during procedure and system had to be re-booted which took approximately 7 minutes during the middle of a coronary artery intervention on a pt having chest pain. Pt had wire in coronary artery across lesion and system did not work for 7+ minutes for reboot.